Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The company service representative did not find any system messages in the event log. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to have no problems; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that iop (intraocular pressure) was insufficient during a procedure. The operative assistant described that they may have used the system without the function iop activated/calibrated. There was no message code. Additional information has been requested.